Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. The patient repeatedly peeled off the incision scab and the physician suspected that the incision site was infected. The physician elected to start the patient on medication and a system revision was scheduled. This ICD was explanted and retained for culture. No additional adverse patient effects were reported.